Event description:
The patient reported to philips that while using the dreamstation 2 unit is struck by storm stopped working. The device was returned to the manufacturer's product investigation laboratory for evaluation. The technician did external investigation of the unit found slight wear and tear on the top enclosure, but no evidence of thermal or electrical damage. The water chamber showed significant water deposits from using mineral laden water. Internal investigation found no evidence of water ingress, or any signs of thermal or electrical damage. The technician performed an external and internal inspection of the device and observed the following: using a fluke dmm (f4885, 10010153, 18aug2022) the output voltage of the ac power cord was measured at 119.2 vac, but the dc power supply output was 0 vdc for both the center pin and the +12v out. Unable to examine internals of dc power supply without destructive investigation. Pil requested permission to perform destructive testing on the dc power supply which was granted by qa. Both f1 and f2 fuses were open, with thermal damage to pcb and several smd components within 2cm of the c3 capacitor. The specific components affected are difficult to discern due to thermal damage and thermal compound applied in the area. These factors indicate a strong electrical surge did occur, causing thermal damage to components and the fuses to burn out. See att-309095480 for photo of thermal damage. Using a known good power supply pil powered on the unit which was then able to provide flow. Pil then pulled the error logs using dreamstation 2 service diagnostic & test tool. Only one error was logged, e-72 dated 10aug2021. E-72 is err_psens_unable_to_obtain_bus, a reboot error. Since it was not escalated to a stop error, it can be disregarded for the purpose of this investigation. Pil then connected the unit to asl5000(f3961, 0998, 09sep2022) and ran the device for approximately 5 hours without incident or further errors. See att-309095480 for the initial error log. Pil was able to confirm that the dc power supply is non-functional but was unable to observe any faults with the dsx520h11c. This mode of failure has been accounted for in the current risk assessment ER 2233162 v4. Possible risk tags for this mode of failure could include: loss01, loss03, co201 or co202, co203 or co204. The results of this investigation do not impact the calculated risks.